Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include anticoagulation therapy and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are pharmacological factors that may have contributed to this event. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was experienced ent/ dental bleeding requiring blood transfusion. International normalized ratio (inr) at the time of admission was 3. The patient subsequently experienced cytokine induced acute-nonhemolytic blood transfusion reaction post- transfusion. He was on warfarin and persantine for anticoagulation therapy. The patient was discharged on (B)(6) 2016. The medical team does not believe this event to be related to the device.